Event description:
It was reported that the patient's blood glucose level was 300 mg/dl after wearing a new pod between 4 and 24 hours. The patient reported the cannula 'was halfway in the skin' indicating it was not properly inserted. Additionally, they could smell insulin leaking from the pod site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of cannula unsure if properly inserted and leaking. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: up1a.231005.007.g991usqsafxag hardware: sm-g991u cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for investigation and there was no damage observed that would contribute to the report of being unsure that the cannula was properly inserted. An inspection of the fluid path and subsequent leak tests found no evidence of the reported leak. The cause of this event could not be determined.